Event description:
On (B)(6) 2013, maquet technical manager, maquet-(B)(6) reported that cardiohelp-I unit (B)(4) located at (B)(6) hospital in the (B)(6), failed to start on ac power giving a black display. This issued occurred on two occasions with batteries. The batteries had charges of 95% and 96% and were not being charged. Unit was not in use on a patient. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field service technician replaced the unit's sensor panel that had a defective capacitor and retrofitted with new sensor panel (B)(4).